Manufacturer narrative:
Initial and final MDR (B)(4)- device 5 of 10

Event description:
Reference number (B)(4) event occurred in the united states it was reported that the patient faced 10 infusion sets tubing detached events on 04-sep-2024 from connector. Infusion sets were used for about 6 hours for event ist and few minutes for other events. Blood glucose level was displayed high at the time of the event. Therefore, patient took shots and replaced the infusion sets and resumed the insulin deliveries successfully. No further information was available.